Event description:
It was reported that the patient received a tha on (B)(6) 2011. The patient has a history of multiple surgeries over many years from injuries sustained in a motor vehicle accident. On (B)(6) 2012 that patient was revised due to an infection and broken screws.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.